Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicates that, customer experience high blood glucose and issue with pump connecting to meter. The blood glucose value at the time of the incident is 434mg/dl. Troubleshooting was performed and issue resolved. No information that the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event and the insulin pump was on auto mode at the time of the incident. No further patient complications were reported. The product will not be returned for failure analysis.